Event description:
During a pci procedure, the balloon of the quantum maverick monorail ptca catheter ruptured at 16 atms. The number of inflations and to what atms is unknown. The lesion being treated was calcified. The balloon was being used to post-dilate a stent. The procedure was successfully completed with another device. No patient injuries or complications were reported. Patient status is reported as 'good'.